Event description:
It was reported that the patient was admitted to the hospital after experiencing dizziness when reaching with his left arm, and receiving multiple shocks due to nonphysiologic sensing. The device was programmed to doo, then explanted. During the explant procedure, the physician noted that the right ventricular is-1 arm "seemed kind of spongy, had more give than he is used to", and noise was detected through an analyzer, so the lead was replaced as well. No further patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Asku